Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that in the afternoon, the patient was experiencing blurry vision. Her mobile device showed egv 70mgdl. The patient passed out and her colleague called the paramedics around 02:00 pm. When paramedics arrived after 10 minutes, they checked her bg fs and it was 54mgdl while cgm was still at 70mgdl. They administered 10 units of dextrose sugar. The patient gained consciousness after around 45 minutes. She was brought to the emergency room (ER) by the paramedics. Her bg when checked at the ER was 87mgdl while her cgm was not checked for comparison. Another bg was taken and the value was 52mgdl while her cgm was at 67mgdl. In addition to the dextrose sugar that was initially administered by the paramedics, they gave her crackers and 2 apple juices. Before she was discharged around 08:00 pm on the same day, her bg was at 94mgdl and she said that she can't remember the cgm value at this time. The patient was fine after the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When paramedics arrived, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.